Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 08/11/2013 -device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged an inaccurate high issue with the meter compared to a lab result. The reporter was unable/unwilling to provide the blood glucose values, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.